Event description:
It was reported that pump displayed malfunction alarm after customer underwent cat scan, with non-resettable malfunction code and fault ID noted. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for insulin delivery, and technical support arranged replacement pump.